Manufacturer narrative:
H2) additional information was added to b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A brain abscess surgery was performed on (B)(6) 2023 using the first em navigation system. At that time, a misalignment of about 5 mm was confirmed and it was clean, but the surgery was completed with consideration of the misalignment. On (B)(6) the same patient underwent repeat surgery for the same procedure without a medtronic representative. After the surgery, the physician informed us that the patient on the (B)(6) required a repeat surgery, and that the surgery was performed in consideration of error, although a misalignment occurred. The physician asked to investigate the cause and confirmed that the nipt was fixated to the mastoid, so the physical interference and contact with the horseshoe headrest changed the relationship between the nipt and the position of the head, and misalignment may have occurred. The repeat surgery on (B)(6) was caused by an error that occurred on (B)(6). The operation of the navigation system was checked on (B)(6) 2024, and it was confirmed that there were no abnormalities in the movements.

Manufacturer narrative:
H3, h6: no hardware parts have been returned for analysis. B17, c20, d15 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a brain abscess drainage surgical procedure. It was reported that all instruments were inaccurate during tracer registration, immediately prior to navigation. There was a registration inaccuracy of five millimeters. The procedure was continued in consideration of the inaccuracy and the procedure was completed. The most likely / suspected cause of the issue was the poor accuracy when it became sterile and the non-invasive patient tracker (nipt) fixated to the mastoid had interfered with the horseshoe section; hence it was suggested to change the nipt fixing position to the forehead. This occurred intraoperatively, and there was no surgical delay. There was a patient present.